Event description:
The patient presented to the emergency room. The patient reported that his implant came out of the pocket site. The patient's system was explanted.

Manufacturer narrative:
The explanted products were discarded by the surgical facility and will not be returned for evaluation. This is the final report.